Event description:
The primary IV tubing was infusing an unspecified hydration fluid at an unspecified rate via a plum a+ pump. At some unspecified time after the infusion was started, the pump alarmed "cassette test failure". The nurse resumed the infusion after resetting the pump. The pump continued to alarm "cassette test failure". The nurse switched the tubing with a set from the same lot, but the alarm continued. The nurse then switched pump, and the infusion continued without incident. There were no delays in critical therapy nor were there any adverse pt sequelae.